Manufacturer narrative:
Additional information was received. Sections were updated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. Sections were updated.

Manufacturer narrative:
It was unknown if the valve was a sapien or sapien xt valve. PMA p110021 for sapien and p130009 for sapien xt. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. This could be due to wear, frame fracture, calcification of the leaflets, and/or leaflet tear. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the valve was not returned for evaluation as it remains implanted in the patient. The cause for the increase gradient could not be determined with the available information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 23mm sapien 3 valve by ta approach in aortic position was implanted in a tavi valve (viv) due to symptoms of shortness of breath on exertion and increased gradients eight years and seven months after the first implant. The procedure was well tolerated and the patient was discharged to ccu in stable condition. Patient is doing very well.